Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dark particulate matter was observed in the fluid path of two (2) rapid fill connectors. This issue was identified during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H10: the actual device was not available; however, four (4) photographs were provided for evaluation. The returned photographs were reviewed, and it was noted that dark particulate matter was observed on the barrel of the device. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.